Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further product details.

Event description:
It was reported that one year post stent implantation in the mid sfa, the patient complained about pain. During the performed angioplasty, the vascular stent was found to be fractured in three pieces. Reportedly, the angioplasty procedure was completed successfully. No further treatment was performed. There was no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned. On the basis of the images provided, the reported stent fracture could be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement can lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. On the basis of the images provided, the target anatomy was not tortuous. Reportedly, no irregularity of the stent structure was observed immediately post stent placement. However, in this case no pre-dilation was performed. On the basis of the information available and the images, a definite root cause for the reported event could not be identified. The IFU indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU sufficiently describes the correct application of the device. The IFU also states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that one year post implantation of two vascular stents in the proximal to middle sfa in both legs without pre-dilation, the patient complained about pain. During the performed angioplasty procedure, both vascular stents were found to be fractured. This complaint addresses one of the stents which was found to be fractured in three pieces. Reportedly, the angioplasty procedure of this leg including this stent was completed successfully and it was determined that no further treatment of the stent fracture will be performed. There was no reported patient injury. This report concerns the same patient as reported in medwatch report # 9681442-2016-00253.